Manufacturer narrative:
The biomedical engineer (bme) reported that they are having communication loss issues on this central nurse's station (cns) only. He stated that this cns has comm loss on all the beds it is monitoring. There was another cns that he said was monitoring the same bedsides as that cns, and it was fine with no comm loss. Nihon kohden technical support (tech support) asked him if he rebooted. He stated he had, but tech support had them reboot the cns again and advised them to check the ip of the cns. He stated the ip was in all zeros, and tech support told him that was probably the issue and to verify the ip scheme within the network. He did not know what ip the cns needed to be at and stated he would check to see if the network was auto or manual as well. He will call back when he has more info. The customer later stated that they were having a conflict with one of the other network ports on the system. When going to the networks center, there was an ext, ls-net 2 and a third "other" network port. That other port also had the same ip address manually entered as ls-net 2 which was causing conflicts. The biomed changed the other network to automatic ip and the issue was resolved. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor(s) bsm-6000 series model: ni sn: ni

Event description:
The biomedical engineer (bme) reported that they are having communication loss issues on this central nurse's station (cns) only. He stated that this cns has comm loss on all the beds it is monitoring. There was another cns that he said was monitoring the same bedsides as that cns, and it was fine with no comm loss. Nihon kohden technical support (tech support) asked him if he rebooted. He stated he had, but tech support had them reboot the cns again and advised them to check the ip of the cns. He stated the ip was in all zeros, and tech support told him that was probably the issue and to verify the ip scheme within the network. He did not know what ip the cns needed to be at and stated he would check to see if the network was auto or manual as well. He will call back when he has more info. The customer later stated that they were having a conflict with one of the other network ports on the system. When going to the networks center, there was an ext, ls-net 2 and a third "other" network port. That other port also had the same ip address manually entered as ls-net 2 which was causing conflicts. The biomed changed the other network to automatic ip and the issue was resolved. No patient harm was reported.